Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm or blank display was noted during testing. There was no damage found on the lcd isolation tape, and the device passed the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery tests. The following cosmetic damage was noted on the pump: cracked case at the display window corners, minor scratches on the lcd window, a scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads, and a cracked reservoir tube lip.

Event description:
Customer reported via phone call that her insulin pump alarmed with a button error. The patient's blood glucose at the time of incident was 404 mg/dl. The customer does not recall any significant events leading to the keypad issues. Troubleshooting was initiated for the button error alarm, and the customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.